Event description:
A journal article was reviewed that contained information regarding this lead. The failure mode noted in the article was that during the implant procedure for an implantable cardioverter defibrillator (ICD), while doing defibrillation testing, the lead did not detect the ventricular fibrillation (vf). The sensitivity was changed, with no improvement in detection. Repositioning the right ventricular lead also gave the same results. The physician finally chose to implant a left ventricular (lv) lead. The pace-sense portion of the rv lead was capped. The vf testing was completed with expected results. The patient was discharged two days later with no complications.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "selective left ventricular sensing lead implantation to overcome undersensing of ventricular fibrillation during implantable cardioverter defibrillator implantation." (B)(4) journal of cardiology. June 1 2013;29(6):751.e753-751.e756. (B)(4).